Event description:
Healthcare professional reported patient concerned about "concerned alcl or unknown ruptured." MRI confirmed "no evidence of...rupture." Patient exhibited "mass...most likely fibroadenoma" and "scattered subcentimetre breast cysts."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, g.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reports left side "pain and discomfort ", "fluid building up", and lump. Device remains implanted.